Manufacturer narrative:
Device return and evaluation not necessary as the event is related to the implant procedure.

Event description:
It was reported that the patient was having his vns removed due to infection. Device history record confirmed the generator was hp sterilized prior to distribution.